Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue. The flow sensor assembly's flow straightener was contaminated with dirt and dust.